Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. The customer reverted to an alternate method for insulin therapy. There was no adverse impact to customer¿s blood glucose level.